Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The catalog number and lot code for the reported device, x-rays and medical records were requested, but not made available. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "surgeon revised triathlon femur and tibia. Surgeon commented that tibia subsided and that pt had prior surgery on tibia."